Event description:
Additional information received reported that the patient did not have meningitis. It was noted that signs and symptoms of infection included redness, swelling, drainage, pain, incisional would opening and pocket erosion. The primary location of the infection was the device pocket. It stated that there was no culture obtained and it was unknown if a culture was obtained. Treatment instituted for infection included IV antibiotics, oral antibiotics, and total device system explant. It was noted that the patient outcome was that the infection was resolved. It was noted that the patient would be reimplanted but the date was unknown.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had device explant scheduled for (B)(6) 2013 due to infection. It was reported the patient arrived at the hospital on (B)(6) 2013 for other matters. It was reported the whole device system was explanted on (B)(6) 2013, and the physician planned to re-implant after infection healed. The type, location, and onset of the infection was unknown. It was reported the patient received antibiotic treatment, however no cultures were taken. There was no alleged product issue reported.